Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Iris damage is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. The iol was implanted in the capsular bag after cataract ultrasonography; the iol tabs were made of hard material, and the posterior tabs rubbed against the iris when the lens was pushed into the anterior chamber; the posterior tabs were hard and had poor compliance. Product remained in eye after clinical assessment; patient did not return for review, details unknown at this time. Problem code: a051102 - sharp edges.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: py-60ad). From our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. The iol was implanted in the capsular bag after cataract ultrasonography; the iol tabs were made of hard material, and the posterior tabs rubbed against the iris when the lens was pushed into the anterior chamber; the posterior tabs were hard and had poor compliance. Product remained in eye after clinical assessment; patient did not return for review, details unknown at this time. Problem code: a051102 - sharp edges.